Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and six months later, x-ray demonstrated that an inferior vena cava filter projected to the right of l3-4 vertebral junction and l4 vertebral body was redemonstrated. After one year and six months later, computed tomography of abdomen and pelvis with contrast demonstrated that an inferior vena cava filter was present below the level of the renal veins. In the interval history, it was reported that the patient was in quite a bit of pain on her left side and has slowly improved. Some increased pain to the left of belly button in upper abdomen. After one month later, computed tomography of abdomen and pelvis with contrast was performed due to abdominal pain and result showed that an anteriorly tilted inferior vena cava filter with struts penetrated outside the cava. After one month later, computed tomography scan results recommended filter removal due to complexity with tilted inferior vena cava filter and penetrated struts of the inferior vena cava filter. After four days, filter removal procedure was performed. Under ultrasound guidance, the right internal jugular vein was accessed with a micropuncture needle. The needle was exchanged for a micropuncture sheath. A bentson wire was advanced caudad to the filter within the inferior vena cava. A 5 french pigtail catheter was then advanced over the bentson wire and was formed within the distal inferior vena cava. A venogram was performed. The inferior vena cava was patent. There was a bard retrievable inferior vena cava filter just above the confluence of the iliac veins. The filter was tilted with the cranial tip embedded in the caval wall. There was penetration of several struts which were extravascular. One of the secondary struts was fractured at its apex and the fracture fragment was not visible within the abdomen. The pigtail catheter was exchanged for a 12 french sheath, which was positioned just cranial to the inferior vena cava filter. A reversed curve sos catheter was advanced underneath the filter in an exchange length guidewire was advanced cranially into the suprarenal inferior vena cava. The reversed curve catheter was removed with pin pull technique and a snare device was advanced side-by-side with the looped glidewire. The glidewire was snared in the suprahepatic inferior vena cava and externalized. With the wire looped underneath the filter apex, the 12 french sheath was slowly advanced, however due to significant fibrin formation around the top of the filter, the filter apex could not be engaged without significant distortion of the filter. The wire was disengaged from the filter and the 12 french sheath was exchanged for a 20 french by 40 cm sheath which was advanced to just above the inferior vena cava filter. Endobronchial forceps were then advanced through the sheath and used to dissect fibrin from the apex of the filter along the anterior/right lateral caval wall. The filter was engaged just beneath the filter tip at its most cranial intravascular portion. The sheath was advanced over the filter and it was pulled into the sheath and removed in its entirety. Post removal venogram demonstrated mild residual stenosis at the site of the previous filter and no evidence of extravasation or inferior vena cava pseudoaneurysm. No residual filter fragments were visualized. Direct inspection of the filter on the back table revealed the previously noted partial secondary strut with the distal fracture fragment missing, corresponding to the pre retrieval spot radiographs. The remaining secondary and primary struts were present. The sheath was removed, and hemostasis was obtained with manual pressure. A sterile dressing was applied. The patient tolerated the procedure well. Technically successful complex inferior vena cava filter retrieval. A fractured secondary strut of the filter was noted on previous retrieval images; however, the distal fragment was not identified. Upon review of the computed tomography of abdomen and pelvis, the missing distal portion of the fractured secondary strut might be present within a small venous tributaries in the right hemipelvis. After three days, the specimen was received fresh, labeled with the patient¿s name and ¿bs-ivc filter¿ and consisted of a 5.5 cm in length recognizable silver metallic filter with 11 intact prongs. One prong appeared broken. One prong was bent. There was a small amount of adherent fibrin however no definitive tissue. Therefore, the investigation is confirmed for alleged filter tilt, filter limb detachment, perforation of the inferior vena cava (ivc), material deformation and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time, post filter deployment, it was alleged that the filter tilted, strut detached, strut bent and struts perforated. The device has been successfully removed after multiple unsuccessful attempts. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.